Manufacturer narrative:
Assessment by merz: the events occurred in compatible local relationship, whereas no precise information was provided on event onset date so a temporal relationship can only be assumed based on the wording of this report. Injection site inflammation (serious), injection site nodule (serious) and injection site discolouration (non-serious) are expected based on the current valid EU instructions for use (IFU) leaflet of radiesse. The reported granuloma was not histologically confirmed, hence not coded. A strong confounding factor includes the concomitant injection with hyaluronic acid. In this case, the information provided is quite sparse and no further event details or underlying conditions of the patient were provided. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty, as it is difficult to assess which product or whether possibly both products have caused onset of the events. Causality for the events is assessed as possibly related to the treatment with radiesse based on compatible local and assumed temporal relationship. This case is considered as serious with the serious events injection site inflammation and injection site nodule because surgical intervention was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a spanish physician and concerns a female patient. She was injected with radiesse into the dark circles under her eyes, on (B)(6) 2019. Batch number was reported as unknown. The patient was concomitantly injected with hyaluronic acid into the left under-eye, on (B)(6) 2019. The patient was previously injected with calcium hydroxyapatite into the cheek, in (B)(6) 2018, and with under-eye filler, on (B)(6) 2019. After the radiesse injection, the patient experienced an inflammatory process began in the lower right eyelid that did not subside with medical treatment. She presented an inflammatory granuloma with pigmentation on the left lower eyelid. On (B)(6) 2021, the patient underwent surgery under local anesthesia and sedation, for treatment of inflammatory granuloma with pigmentation on the right lower eyelid. As reported, the patient expressly acknowledged that she received the appropriate information about the operation and the possible complications arising from it prior to the operation and subsequent treatment. She also acknowledged having signed the relevant authorization and informed consent documents, also prior to the operation, which clearly and expressly stated all the incidents and risks inherent to this type of operation. The physician treated the patient with corticoids. A fortnight prior to this report, she was treated with lidocaine, however, she was not getting better, she was not improved. Due to the provided information, the outcome of the events was considered as not resolved. A surgical intervention was deemed necessary to prevent a permanent damage.